Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a 63-year-old patient in acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that after the impella was implanted, the impella was dislodged from the left ventricle and moved into the aorta. The physician was unable to push the impella back into the left ventricle and the patient needed a short round of cardiopulmonary resuscitation. The physician was unable to pull the impella from the groin after it became stuck under a vascular patch in the femoral artery that had been previously placed from an operation several years prior. A vascular surgeon was able to remove the impella and close the access site and the patient was placed on extracorporeal membrane oxygenation.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.